Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up experiencing an infection at the site of the implantable cardioverter defibrillator. The system was explanted. The patient¿s condition was stable.